Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 8 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 1st distal stent strut row was noted to be pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04oct2019. It was reported that shaft kink occurred. A 2.50 x 8 synergy ii drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was kinked when came out from the packaging. There were no patient complications reported. However, returned device analysis revealed a stent damaged.